Manufacturer narrative:
Event took place in (B)(6) and has been reported through (B)(4). Date of event is unclear. Additional quality inspection has been established. This file is considered as closed.

Event description:
(B)(4). User's narrative: 6 needles affected. The cannula has a high resistance and an injection is very difficult with and without cable extension. [MFR's remark: the needle is not equipped with a cable].